Event description:
Reporting status: serious injury. Reporting rationale: dislodged stent may remain in pt. Device issue: failure to cross. It was reported that the device would not cross a previously placed stent. It is unk of anything else crossed. No pt effects were reported. No add'l event or pt info is available. This being reported based on the analysis of the returned device, which revealed a dislodged stent. Add'l info rec'd from the site clarifying that while the site stated they did not see the stent on fluoro, they cannot confirm that the stent was present on the sds when the sds was withdrawn from the pt.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Eval summary: quality assurance analysis revealed that the sds was returned with blood on the balloon, on the distal shaft, on the hypo tube, on the hub and in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two kinks in the hypotube, 3 mm proximal to the guide wire exit notch and 14 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. The tip seal length was 1 mm. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, pt disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, damage to the stent implant or the sds and accessory device support. Reportedly, the lesion was described as heavily calcified, which likely contributed to the failure to cross. Quality assurance analysis was consistent with preparation and usage. Dimensional analysis noted that the tip seal length met mfg criteria. The stent implant was dislodged from the balloon and not returned. The account was notified; however, the site stated they did not see the stent on fluoro and they could not confirm that the stent was present on the sds when the sds was withdrawn from the pt . Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior ot release to verify stent dislodgement force. It is possible that during the attempt to cross the previously implanted stent(s), the stent may have become entangled, and during retraction of the sds, the stent dislodged from the balloon, although conclusive cause cannot be determined. As two kinks in the hypotube were noted proximal to the guide wire exit notch and distal to the strain relief tubing. There was no mention of this damage in the incident report and likely occurred, as a result from handling of the product during packaging/shipment back to abbott vascular for eval. This damage does not appear to be related to the reported failure to advance or stent dislodgment. In this case, the failure to advance appears to be related to the operational context of the procedure. However, a definitive cause of state dislodgement and hypotube kinks cannot be determined. The mfg records were reviewed for his lot and there were no non-conformances that could have contributed to this complaint. The MDR is consistent close by the product performance group.